Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pause episodes were noted on the implantable cardiac monitor (icm) due to undersensing . The icm remained implanted and was being monitored.